Manufacturer narrative:
This complaint lists two issues: root cause for rederer lock during stress echo capture: a capture abort situation was created within continuous capture due to renderer slow down. During capture abort, all internal queues in image store are cleared. It is possible that some clip is in a specific state and queues clearing will lead to some sort of deadlock. That means this clip will never receive correct end timestamp and is in an endless loop. The capture ends only because of other timeout restrictions and an overload of demands on the system. Upon an event that would normally truncate the clip, the expectation is the clip would end about 5 secs after receiving the notice to truncate. This estimate is based on heart rates of 60 bpm and 2.5 seconds (with heart rates of 120 bpm). In this particular issue, it took 15 seconds before the clip was aborted. This time period could range longer or shorter in duration. Solution: this issue was fixed as engineering defects in software releases va35e and vb10c. Root cause for clip truncation: there is a recent change in the searchlookback algorithm, which is introduced after sc2000 3.5 release. The issue happening in 2 scenarios: when size of the color roi increases, the searchlookbacktime increases, but renderer looking for searchlookback time only upon start of the sweep or the wrap around. Upon wrap around, the renderer finds that searchlookback time is high, it pulls one frame which is lower than the current rendered frame. The old frame is displaying for a moment, hence the flushing with teq turned on, entering into res, causes the searchlookback time to change. Upon wrap around renderer look at the larger searchlookback time and pull an old frame from the cine buffer. The capture terminates because it finds out the new frame timestamp is older than the rendered frame timestamp solution: this issue was fixed as an engineering defect in software release vb10c (4.0c).

Manufacturer narrative:
When patient name, patient ID, patient date of birth, and the patient gender match, the system works as expected. In the case of the patient's name having a difference in upper/lower case from the original generation of this patient, the sw is not correctly accounting for this difference. The system sees this as two patients with 3 of 4 identifiers matching, and does not allow the capture of clips/images. This will be resolved via software release.

Event description:
In post exercise during continuous capture, capture turns off or pauses for several seconds.

Manufacturer narrative:
(B)(4). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed.

Event description:
Additional information was received and it was reported that when doing stress tests, the images need to be captured after exercise within 60 seconds. If they are not captured under 60 seconds, the heart rate drops and the sensitivity of the test significantly decreases. Any pause or delay in capture makes it very difficult to get the images in a timely manner. There was no patient adverse event reported. No additional information was provided.